Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported to technical service engineer (tse) that the second surgeon side console (ssc) can't control universal surgical manipulator (usm3). Tse reviewed the logs and found 23013 repeated error code for the right master tool manipulator (mtmr). The surgeon disabled the mtmr after the last fault. The customer was completing the case with ssc1 and will power cycle the system after the case to see if the errors come back on ssc2. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer disabled the mtm and finished the case with the one functioning console. The procedure was completed robotically.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtmr) on surgeon side console (ssc2). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the mtm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm2) was returned for failure analysis and the reported ¿can't control arm 3¿ was confirmed and replicated. In system logs, the 23135 error was found indicating pot to encoder fault confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm2 was then installed onto a psc fixture test platform (pftp) where sine cycle was found to be failing on the axis 1. Once testing was completed, the axis 1 motor and motor cable were tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. Axis 1 motor and axis 1 motor cable were found to be the root cause of the reported event which is attributed to an electrical component failure.

Event description:
Refer to h11 for follow-up information.